Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) was confirmed. Upon investigation, the rear therapy electrode pulse wire solder joint in the distribution node (dn) was broken. The root cause for broken solder joint could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was receiving excessive "check therapy pad' messages.